Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system after consuming birthday cake, with device reports indicating sustained high glucose and substantial insulin delivery; troubleshooting included advising a full infusion set and supply change, though only the tubing was replaced, and the user was using a teflon inset. Symptoms included high blood glucose. Outcomes included no reported hospitalization and education on troubleshooting steps. Investigation included user interview and device use review. Investigation of this case revealed an unclear cause of hyperglycemia, with no confirmed device malfunction and a potential infusion site or supply issue not ruled out. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.